Event description:
It was reported that balloon rupture occurred. A 5.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, it was noted that the balloon was ruptured during dilation within the nominal to rated burst pressure range. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the balloon ruptured during the second inflation at 14 atmospheres for 30 seconds. The target lesion was 70% stenosed, moderately tortuous, and severely calcified. The patient current condition is good.

Manufacturer narrative:
Device evaluated by MFR: the pcb was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer: g24610, without issue. A vacuum was then applied. The inflation device was verified at 10 atmospheres, before and after use with calibrated pressure gauge g19252. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per the IFU, the rated burst pressure for this device is 10 atmospheres. The markerbands, blades and tip section of the device were visually examined, and no issues were noted. A visual and tactile examination of the shaft found no issues.

Event description:
It was reported that balloon rupture occurred. A 5.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, it was noted that the balloon was ruptured during dilation within the nominal to rated burst pressure range. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the balloon ruptured during the second inflation at 14 atmospheres for 30 seconds. The target lesion was 70% stenosed, moderately tortuous, and severely calcified. The patient current condition is good.

Event description:
It was reported that balloon rupture occurred. A 5.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, it was noted that the balloon was ruptured during dilation within the nominal to rated burst pressure range. The procedure was completed with another of the same device. There were no patient complications as a result of this event.